Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following an unrelated surgical procedure, electromagnetic interference( emi) was noted on the implantable pulse generator (ipg). The right ventricular (rv) lead also exhibited oversensing and noise. Both the ipg and rv lead remains in use. No patient complications have been reported as a result of this event.